Event description:
Procedure: lap gastric bypass. According to the reporter: the staple line formed but was bleeding. The surgeon used a clip applier to stop the bleeding. Amount of blood loss could not be reported. Patient status reported as fine.